Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line it was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted thin leaflets. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was properly placed; however, during the deployment sequence, the lock line could not be fully removed. The lock line was stuck, and a decision was made to continue with clip deployment. The clip was deployed, and the free end of the lock line was removed through inside of the cds and clip. The other end of the lock line remained inside the cds. Both the cds and the remainder of the lock line were removed together as a single unit. The physician suspected a knot on the lock line that was inadvertently overlooked during inspection of the lock line. The clip is stable on both leaflets. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a cause for the reported lock line knot cannot be determined. The reported inability to remove the lock line was a cascading effect of the reported knot. There is no indication of a product issue with respect to manufacture, design or labeling.na.